Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when transecting the pancreas during a laparoscopic distal pancreatectomy, the handle would not close enough to engage the green firing button hence the stapler did not fire. A harmonic scalpel was used to transect the liver to complete the case. There was no patient injury.